Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise on both the right atrial (ra) and right ventricular (rv) shock channels. Technical services reviewed the data and found all lead measurements are within normal limits. It was noted that the ra lead impedances were trending downward. Additionally, pacing thresholds have increased since implant however is still within range. The noise was suspected to be due to myopotentials resulting in inappropriate stored atrial tachy response (atr) episodes. Technical services recommended to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.